Event description:
The customer reported that the system displayed an erro code error code "ma on in error".

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.